Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault and elevated iop without pupil block and angle closure. The exchange resolved the problem.

Manufacturer narrative:
Weight:unknown, ethnicity:unknown, race:unknown. Claim# (B)(4).

Manufacturer narrative:
Claim #(B)(4).